Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) had declared a battery status of elective replacement indicator (eri). There were concerns that this device was depleting prematurely. No adverse pt effects have been reported.

Manufacturer narrative:
Not returned. As of today, the available info suggests this device remains in service without additional complication. If any additional info related to this incident becomes available, this event will be updated.